Manufacturer narrative:
(B)(4). Date sent 4/22/2025. D4 batch # unk. B3: only event year known: 2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the issue addressed? Describe the staple formation? Was the stapling done by one or two individuals? What is the experience of the user in using ethicon skin staplers? Were the skin edges approximated with forceps ahead of the stapler? Was the device fired plastic to plastic? Can details regarding additional wound management protocols be provided? How long were the skin staplers left in the patient? What is the current patient status? How was the infection treated? Does the surgeon believe the device caused or contributed to the experienced event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op of a skin graft case the surgeon is saying that there an infection for the patient at the staple line. At the time of the call it was unknown how the patient was treated.

Manufacturer narrative:
(B)(4) date sent: 4/25/2025. Additional information was requested, and the following was obtained: how was the issue addressed? Describe the staple formation? Was the stapling done by one or two individuals? What is the experience of the user in using ethicon skin staplers? Were the skin edges approximated with forceps ahead of the stapler? Was the device fired plastic to plastic? Can details regarding additional wound management protocols be provided? How long were the skin staplers left in the patient? What is the current patient status? How was the infection treated? Does the surgeon believe the device caused or contributed to the experienced event? All questions have been submitted to or staff and surgeon, however, no response back has been received.